Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple shocks for what was suspected to be atrial fibrillation (af) with rapid ventricular response, resulting in exhaustion of tachycardia therapy. The episodes had been overwritten and were no longer available in device memory for viewing. Boston scientific technical services (ts) discussed software update and episode priority prior to the software update. No adverse patient effects were reported.